Event description:
Per the clinic, the patient experienced water-rushing sound and loose fixation screw was initially suspected. Troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025, in order to determine whether any parts were damaged or loose and to identify the possible underlying issue. During the procedure, the fixation screw was confirmed to be slightly loose, and a new fixation screw was subsequently placed into the existing implant. The implanted device remains.